Event description:
Physician is returning a sealed intraocular lens (iol) that has never been used due to diminished confidence of the lens and to have the intraocular lens (iol) tested for measurement.

Manufacturer narrative:
Intraocular lens. Amo (B)(4) received an investigation request for the ar40e sensar, intraocular lens. This production order was manufactured in the month of (B)(6) 2012. Lens with serial number (B)(4) was received in the folding carton and lens case in the sealed pouches. Also, the directions of use, patient lens identification card, implant notification card, patient lens implant label were received. The serial number of the affected lens belongs to the manufacturing production order, which is a 23.5 diopter of ar40e model. The sample was inspected in microscope at 10x magnification which is the normal inspection method tool. A clean lens was received. No cosmetic defects were found in the returned lens. Manufacturing certified operator inspected the lens for optical properties. Optical inspection results showed that the lens diopter correspond to a 18.0 diopter lens. Conclusion: improper intraocular lens power was verified in the sample returned. All pertinent information available to abbott medical optics has been submitted.